Manufacturer narrative:
Dif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device evaluation was inadvertently omitted. The actual device was returned for evaluation. Reliability engineering evaluated the device and found that port one of the device was not working properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was discovered that port one worked intermittently on the console device. The reporter stated that it seemed to be a connection issue. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.